Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_pouch_acc, lot# unknown, product type: accessory. Conclusion code is for the pump and conclusion code for the pouch.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for pump use was intractable spasticity. The patient developed an infection following pump replacement on (B)(6) 2016. The strain/type of infection was unknown and it was unknown exactly where all of the infection was involved. Per the hcp, the patient had a continuous wound infection that involved the pump pocket and dacron pouch. The surgical site infection was first discovered (B)(6) 2016 and the pump and catheter were explanted at that time. The entire infected area was flushed and cleaned out. The hcp was unable to remove the entire dacron pouch. The hcp had already followed the protocol per infectious disease control; however, the patient still had a low grade infection with clear fibrinous tissue. The hcp wondered if all of the dacron pouch particles needed to be removed from the infection site as they planned to go back in to that site surgically but the dacron particles were meshed in to the surrounding scar tissue of the pump pocket area. The hcp noted that the pouch had been in place for approximately 15 years. The hcp also noted that there had been no pump refills between the time of pump replacement on (B)(6) 2016 and the diagnosis of the infection on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the pump was used to deliver gablofen 2000mcg/ml at 366.4mcg/day with a start date of (B)(6) 2016 and end date of (B)(6) 2016. The other medications the patient was taking at the time of the event were noted as actinol, amitriptyline, axid, calcium carbonate, flonase, flovent, ibuprofen, keppra, naproxen, nasonex, polyrit drops, prevacid, pulmicort, robinul, scopolamine, septra, topamax, tylenol, valium, "rimpat" zoloft, baclofen, fluconazole, meropenem, vancomycin. The patient's medical history included cerebral palsy, seizure disorder, mr, developmental delay, spastic quadriparesis. Diagnostics included wound culture, culture of fluid collection around the pump. Cultures grew staph epidermidis, pseudomonas and yeast. The pump and catheter were explanted on (B)(6) 2016. The cause of the infection was reported as infection of wound.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a friend or family member of the patient on 2017-mar-24. The reporter indicated that the patient was infected after returning home and their incision site never healed. The following week, the area was washed out and the pump was replaced. On (B)(6) 2016, the patient returned to the hospital for another 10 days and was on a ventilator as they were unable to clear the infection. The pump was removed on (B)(6) 2016. The reporter noted that the patient was on ciprofloxacin and 3 other antibiotics. According to the reporter, mesh was found in the patient's body from the very first pump. The mesh had caused the bleeding and infection and had encapsulated in different areas by the pump. The mesh was covered in muscle and tissue and the area could not be clean. The pump was taken out with the intention of having it put back in, but the hospital's infection control would not allow the pump to be placed back in as the same pocket could not be used with the infection being as severe as it was. It was also reported that the patient had a g tube, fundoplication, and vagal nerve stimulation, so finding a place to put the pump was difficult. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a business partner. Following the replacement, the patient¿s incision was open and bleeding. The family delayed coming in for several days, so he ended up with an infection. It wasn¿t the pump and drug just the wound infection. The hcp found mesh in the patient¿s body since first pump in 1999 and that was removed. An infection started after the routine pump replacement. In (B)(6) 2016 (a week after an implant), the patient developed an implant site infection and bleeding. It was noted to be caused by encapsulated mesh in different areas by the pump, which was also covered in muscle and tissue, so the area could not be cleaned. It was stated that the hcp did not report the events that occurred in (B)(6) 2016. The hcp stated that the patient refused to go to the emergency department (ed) after the (B)(6) 2016 clinic appointment. On (B)(6) 2016, the patient was continuing to bleed so he was brought into the office and the wound was re-stapled. On (B)(6) 2016, the patient was seen again. On (B)(6) 2016, the patient came back for a wound check and it was not completely healed. The patient refused to go to the ed. On (B)(6) 2016, the patient was admitted to the hospital. The pump was removed on (B)(6) 2016. On (B)(6) 2016, the patient was hospitalized again as he couldn¿t clear the infection and was on a vent (the hcp did not have a record of this). On (B)(6) 2017, the patient was discharged from the hospital. The patient was on meropenem, vanco, and flucanazol for the infection. Blood cultures were positive staph epidermis, pseudomonas, and yeast. The patient was admitted to the hospital on (B)(6) and discharged (B)(6) for a wound infection. The patient was actually on gablofen. The patient was white. The height and weight of the patient was stated as not recent. The indication for use was spastic quadriplegia. The initial start date of the gablofen was (B)(6) 1999. The patient¿s medical history included cerebral palsy, spastic quadriplegia, seizure disorder, profound development delay, and reflux. The hcp then stated that she thought that was enough for history. The patient¿s concomitant medications and dietary supplements included actonel, amitriptyline, axid, calcium carbonate, flonase, flovent, ibuprofen, kepra, naproxen, nasonex, poly vitamin drops, prevacid, pulmacort, robinol, scopolamine, septra, topamz, tylenol, valium, vimpat, zoloft, and oral baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.